Event description:
The customer contacted baxter's technical service center to report plastic burning smell from the home choice (hc) machine during use, patient connected in initial drain. The caregiver (cg) stated that as soon as the home patient (hp) pressed go to start the initial drain after the patient was aseptically connected. The cg heard a 'pop' and received a power failure alarm. The cg re-inserted power cord to the back of machine and stated that there was plastic burning smell coming from the hc. The baxter technical service representative (tsr) had the cg close all disposable tubing lines as well as the patients transfer set and gave instruction to aseptically disconnect that patient. The tsr explained the swap procedure. The hp is diabetic and is on insulin or diabetes medication. Therapy was discontinued prior to completion of two (2) full cycles. The hp was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with their nurse or health care professional immediately after the end of this call. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite functional test and the rite electrical safety analyzer test was performed and passed. The assignable cause of burning smell coming from homechoice was determined to be melted connector at power harness. Baxter will continue to monitor similar reports to determine if further actions are required.